Event description:
Procedure type: lap chole. According to the reporter: during single incision surgery-lc. The seal of one 5mm trocar broke and caused air to leak. There was no tissue loss, no tissue damage and no blood loss. It was not extend surgery by more than 30 minutes. Any pieces that fell were retrieved with a grasp-endo hand instrument. No pt injury was reported. No additional info available.

Manufacturer narrative:
(B)(4).